Manufacturer narrative:
The trike is almost 8 years old, and is used by multiple users during the day.

Event description:
It was reported that the bolt holding the backrest of the rifton trike broke, potentially allowing the client to slide backwards.